Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3 mm and appeared used. Examination under magnification revealed the pattern on the tip face that is consistent with degrading. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause a weak aiming beam as well as insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac (tm) single-use holmium laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier laser machine with settings of 1.2j and 10hz. According to the complainant, during the procedure the aiming beam was not visible and the device failed to deliver energy. The procedure was completed with a different device. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable. This event has been deemed a reportable event based on the investigation results; fiber broken within the connector.